Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "device is contaminated after maintenance", involving pentax model eb-1570k/g122024. Additional information from pentax (B)(4) stated minor repairs had been performed on the video bronchoscope at pentax medical (B)(4) and pentax (B)(4). The video bronchoscope was then returned to the customer where it was reprocessed, tested and found to be contaminated.

Event description:
Pentax europe was not able to obtain additional information on the event from the customer. On 11-dec-2017, a device history review was performed confirming the video bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4) exemption number e2015036.